Event description:
Reporter indicated that site's handheld computer screen became frozen after interrogation. A few resets were done and the handheld was turned off; however, it did not resolve the problem. The handheld and flashcard were returned to manufacturer. Product analysis is pending.